Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). Initial reporter fax#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 3ml bd plastipak¿ syringe luer-lok¿ tip had foreign matter inside the syringe. This was discovered before use. The following information was provided by the initial reporter: unfortunately, we have detected a white, non-moving particle on the inside of a bd 3ml syringe in a ready prepared bolus syringe. The syringe is filled with 0.97ml bortezomib stada.

Manufacturer narrative:
H.6. Investigation: three photos were received and evaluated. The photos depicted a loose 3ml syringe filled with 1ml of clear liquid and a yellow tip cap attached, as well as two customer labels. A small white foreign matter particle was observed on the stopper surface in the fluid path. It appeared to be larger than level 2 in size, however the type and nature of the particle could not be identified from the photos. Since the sample had been manipulated, it is not possible to determine whether the foreign matter particle was present in the syringe prior to being filled or was inadvertently introduced during manipulation. The defect could not be confirmed to have originated at the manufacturing plant. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that 3ml bd plastipak¿ syringe luer-lok¿ tip had foreign matter inside the syringe. This was discovered before use. The following information was provided by the initial reporter: unfortunately, we have detected a white, non-moving particle on the inside of a bd 3ml syringe in a ready prepared bolus syringe. The syringe is filled with 0.97ml bortezomib stada.